Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, pain developed in right thigh and pain in the hips started after procedure. MRI showed spine disc problem & neurophysiology studies showed possible nerve stretch or partial injury (not conclusive). Patient has regular physiotherapy sessions & is on analgesia ( gabapentin).